Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient stated that the transmitter keeps disconnecting for long periods of time. Patient also stated that their smart device is connected to 12 bluetooth devices in total, but none are currently running except the dexcom application. Advised patient to un-pair with all devices except the dexcom device as the loss of connection issue could be with amount of devices. Patient confirmed no background applications are running. Patient stated that he refuses to use receiver. Dexcom representative advised patient to use receiver to see if issue continues. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The data was reviewed on 01/02/2016 and confirmed the reported loss of connection. The transmitter device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.